Event description:
It was reported that the device had an lec 46443. The event occurred during testing.

Manufacturer narrative:
B3: date of event; day is unknown, month and year provided (5/2025). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
D9: date returned to mfg; 6/19/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable cause was due to the damaged mainboard. The mainboard was replaced.